Manufacturer narrative:
(B)(4). The pump was returned for bumped, dropped, cosmetic damage on (B)(6) 2021. Pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self-test due to blank display. Pump was cut open to perform visual inspection and found moisture damage on the electrical board 1 / electrical board 2, force sensor, motor, harness assembly vibrator. Test p-cap and reservoir locked properly into reservoir compartment during testing. Unable to download the history files using thus software due to blank display. Insulin pump tested with reference test electronics stack electrical board 2, was able to boot up properly with no unexpected blank display noted. The following were noted during visual inspection fading serial number label and cracked case. Blank display due to moisture damage on electronics assembly stack electrical board1 and electrical board 2. Insulin pump was confirmed for physical damage on the battery tube compartment area.

Event description:
Information received by medtronic stated that the cracked in back of insulin pump. No harm was required during medical intervention. The insulin pump was returned for analysis.